Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that it was a possible under infusion and programming may be the source. The reservoir was replaced at 4pm on friday. The pump was alarming for empty reservoir, but the patient was not due to go back to the clinic. A continuous infusion rate of 0.6 ml/hour had been programmed, with a total reservoir volume of 0 ml and given volume of 59 ml. The patient saw some medication remaining in the bag. The patient was not affected. The event occurred while in use with patient at patient's home.

Manufacturer narrative:
No product was returned. The reported issue cannot be confirmed as no product was returned for investigation. If the product is returned, this complaint will be reopened for further investigation. The service history review identified no indication that the complaint was related to a service of the device within the review period.